Event description:
This is MDR, as well as MDR# 1649914199900005 and MDR# 1649914199900008 are all the same case. After the reported incident in MDR# 1649914199900008, the perfusionist reported that the arrest pouch appeared to be occluded. The disposable was taken off and the case not completed.